Manufacturer narrative:
Additional information in b5 and g2.

Event description:
Additional information received on16-dec-2024 stating that this complaint was originally reported by a home patient and no more information can be gathered.

Manufacturer narrative:
Received one (1) used. List #ch2000s, spinning spiros¿, closed male luer; lot #unknown. --> one (1) used. List #unknown, lsm cassette with tubing and filter; lot #unknown. --> one (1) used. List #unknown. --> one (1) used. List #unknown, bag spike adapter with chemolock; lot #unknown. As received, some residuals noted in the tubing set, also noted, the tubing has separated from the luer, no damage or anomalies observed with the spiros. Customer complaint of spiros is easily removed cannot be confirmed.

Event description:
A complaint was received regarding a spinning spiros® closed male luer, red cap that experienced disconnection during infusion. It was stated in the report that they arrived at a scheduled appointment to disconnect continuous infusion of blinatumomab, line las changed 1 week prior, line was infusing and intact, but patient stated line came apart at the junction of the spinning spiros closed male luer at the end of the solution set, closest to the patient. This piece typically locks once applied. Patient stated they witnessed it come apart and they immediately reconnected it and it stayed. They returned equipment to hospital and were able to easily remove the spinning spiros. They did not lock the infusion set. Impact of incident: the patient was stable, and the infusion was completed. There was a potential risk to the patient for infection, as there was a break in the line attached to a central line. The event occurred on 25-sept-2024. There was patient involvement and event occurred during infusion. There was no patient harm and no delay in therapy.

Manufacturer narrative:
E tab initial reporter - the complaint came through: (B)(6). Upon completion of the investigation a supplemental MDR will be submitted.